Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched messages, caused by a failed lower link switch. The lower auxiliary assembly (including the failed link switch) was replaced to correct this condition.